Manufacturer narrative:
Device evaluation summary: during analysis of the sample it was noted a parallel lines of shell wear were observed on the posterior aspect and an area of siltex cracking was noted the anterior view. A tear was noted within siltex cracking in the anterior view and extending to the posterior view within shell wear, measuring approximately 19.0 cm. No additional anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Shell wear, suggesting in-vivo folding or creasing of the device and may be the result of one or more of the following factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor memorygel breast implant 300cc, catalog # 3543007, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 300cc and experienced deflation on the right side which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 320cc, catalog # 3507320mc, serial # (B)(4) (left), catalog # 3507320mc, serial # (B)(4) (right) on (B)(6) 2019.